Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, while attempting to increase the nick and spread the scalpel cut off a piece of the starclose se device. The patient was taken to surgery to remove the separated piece. General anesthesia was used for the surgical procedure. Hemostasis was achieved surgically. Blood transfusions were given. Hospitalization was extended two days due to the issue with the starclose se device. There was a clinically significant delay in the procedure due to the surgical procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.